Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken wherein the entire system was explanted on an unknown date to address the issue. The patient was administered antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.